Event description:
The customer received a blood glucose reading of 159mg/dl on the contour, retested on a breeze2 and the reading was 86mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Strip information was not provided. Product was not replaced at the time of the call.